Event description:
It was reported that the impedance on the left ventricular (lv) and right ventricular (rv) leads showed low minimum values. A lead warning on the atrial lead was also noted. The patient is in atrial fibrillation. Engineering thought that the impedance values were not real and may be due to the fact that the patient is in af with a fast ventricular response and almost always sensing. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the crt device shows that minimum impedance values of 24 ohms were recorded.

Event description:
Asku